Event description:
A report was received that the patient developed hive-like symptoms over her entire body that have not gone away despite multiple medical interventions. The physician believed that the patient could be having an allergic reaction to her implant. The patient was sent to an allergist for evaluation.

Event description:
A report was received that the patient developed hive-like symptoms over her entire body that have not gone away despite multiple medical interventions. The physician believed that the patient could be having an allergic reaction to her implant. The patient was sent to an allergist for evaluation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description:linear st¿ lead, 70cm.

Event description:
A report was received that the patient developed hive-like symptoms over her entire body that have not gone away despite multiple medical interventions. The physician believes that the patient could be having an allergic reaction to her implant.

Manufacturer narrative:
Additional information was received that there will be no further course of action.